Event description:
Called in by the sales rep. It was reported post operatively from a abdominoplasty that the suture broke. It was reported that the suture was used in the fascia. The surgeon said that he ties the knots with his hands and does not use a needle holder. He said that the knots were intact and the break occurred along the suture. The pt returned to the office with a bulging abdomen. A re-op was done and another suture type was used to complete the procedure. The pt has had no further complcations.